Manufacturer narrative:
(B)(4) - surgical intervention (incision enlargement)all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician implanted a one (1) piece intraocular lens (iol) in the patient's eye then removed the lens to put in a three (3) piece iol, due to the doctor not believing the lens appeared stable. Lens removal and replacement occurred during the same procedure; however, there was an incision enlargement. No further information was provided.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site, therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.